Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer blood glucose level was 470 mg/dl at the time of incident and the current blood glucose of the customer is 400 mg/dl. Customer treated with insulin pump and manual injection. The customer stated that they had hard time pushing the buttons especially the down arrow button. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer stated that they performed displacement test and test results was no reservoir message alert. The insulin pump will be returned for analysis.